Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional methods code: testing of model variant (4104). Investigation evaluation. It was reported to cook that the flexible stiffener within a ultrathane mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter. The physician was able to eventually remove the stiffener by lubricating it with instillagel. This incident was reported by (B)(6) hospital , in the united kingdom. The device was removed, and the procedure was completed successfully. The only adverse effect noted was extended procedure time. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned. Therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the reported lot and relevant subassemblies revealed no reported relevant nonconformances. A database search for complaints on the reported lot found one additional complaint from the field (medwatch #1820334-2020-00311). However, the devices were not returned, and no devices from this lot remain in the distribution centers to be investigated. At this time, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA has been opened to address this issue and is currently undergoing investigation. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a kidney drain exchange procedure. The operator reported the replacement of the existing drain was performed utilizing an over the wire technique. The drain was advanced into place using the blue stiffener, but the blue stiffener "became stuck in the drain and was not easily removed." The operator used a lubricant to get the stiffener to remove from catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.